Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the returned device found that the telescope assembly was able to properly pull back, advance, or retract. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that imaging catheter difficulty withdrawal occurred. The target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. An opticross¿ imaging catheter was advanced for visualization. During first pullback, it was completely normal. However on the second pullback, the image was lost. Upon withdrawal of the device, resistance was noted. The device was completely removed from the patient's body. No patient complications were encountered and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that imaging catheter difficulty withdrawal occurred. The target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. An opticross¿ imaging catheter was advanced for visualization. During first pullback, it was completely normal. However on the second pullback, the image was lost. Upon withdrawal of the device, resistance was noted. The device was completely removed from the patient's body. No patient complications were encountered and the patient's status was stable.